Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.2, reference: 2.2, mean: 2.70, confidence limits: 1.7-3.8. Data analysis revealed both inratio and lab inr results reported by end user meet accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. Customer milking finger during sample collection could have contributed to the invalid inr test results. As of 06/02/2010, two discrepant result complaints have been reported for lot# 232170 yielding a complaint rate of 0.001%. This is below action thresholds (0.07%). No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 3.2, lab: 2.2.